Event description:
It was reported that the patient has a multi-link vision stent implanted in a coronary artery and yesterday she was scanned at the airport security and felt a sharp 'ache' in her chest since the scan. She awoke this am and the 'ache' is still occurring, but it feels different then her past history of a myocardial infarction. She is going to the hospital now. Multiple attempts were made to get additional information from the patient with no success. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.